Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (276 mg/dl). Customer did not report the cause for elevated bg levels. Customer delivered a bolus to address elevated bg levels. Tandem technical support attempted to follow up with the customer on the reported elevated bg levels. No response from the customer was received.